Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that during stock inspection, it was noticed the sterile packaging was damaged. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product was confirms the reported event (damaged sterile packaging). DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when it left zimmer biomet was conforming to specifications. Investigation results concluded that the reported event was due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.